Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a urology catheter. The customer that there was no liquid flow in the small balloon catheter. The small balloon could be filled in easily but it was difficult to deflate it.

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacturing of this product for a similar condition as reported in this complaint. For this reported condition a sample was not received for evaluation; therefore, the reported condition by the customer could not be confirmed. The possible root cause for non-deflation is usually associated with the inflation medium mechanism in route into the retaining balloon, which is governed by the location of the orifice of the inflation line into balloon. Off center orifices that are located too near to edges of the balloon will lead to pressure exerted in a non-symmetrical manner which can create blockage on the orifice, creating the non-deflation issue. The investigation was done based on trend analysis. As a preventive action, the production personnel were notified about the incident. Because no complaint trend exists and a root cause for the reported condition cannot be specifically identified, corrective action will be limited to the manufacturing awareness. No further corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.